Event description:
Pt revised to address pain, osteolysis, polyethylene wear, and cup loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.